Event description:
It was reported that the device had a latitude report with missing data, such as the implant date and the electrode model/serial numbers. The patient went to the clinic to have the device checked. During testing, the clinic could not get a reference electrogram from the device. The patient has another implanted device and, once a magnet was placed over the other device, this pulse generator was able to get a reference electrogram. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Technical services discussed that the pd alert was benign, and the battery was depleting normally. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.